Event description:
A laparoscopic cholecystectomy was performed. Three days later the patient was readmitted with leakage from the bile duct and required placement of a drain that was not removed until 2003.